Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause could not be determined.

Event description:
A user facility reported to olympus that they lost the light during a procedure. The intended procedure, as reported to olympus, was canceled due to the reported problem. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined it is possible that the dimming mode was unintentionally switched from automatic to manual because there was no problem until the event occurred; light was being output, and the dimming mode at the time of the event was not known.